Event description:
A patient was initially injected with radiesse dermal filler on (B) (6) 2010 in the naso labial folds; no issue reported. She was injected a second time on (B) (6) 2010 in the nl folds and cheeks. On (B) (6), the patient developed necrosis to the right nl fold, near the nasal alar. She was treated with antibiotics and seen again by the injecting physician on (B) (6) 2010. The area has scabbed over, but there is not much vascularization beneath the scab.

Manufacturer narrative:
Additional catalog number: 8069m0k1. Additional lot number: 1015412. Additional device manufacture date: 08/2009. Expiration date for lot 1015412: 07/31/2011. Dr (B) (6), he indicated that wound care for necrosis was begun on (B) (6) 2010. The patient additionally went to a plastic surgeon for treatment to lessen the scarring. During a follow-up on (B) (6) 2010, the patient's necrosis has resolved and the scarring is being treated by the plastic surgeon. The device history records for radiesse lot 1017210 and 1015412 were reviewed. All required testing specifications were met prior to release, and there were no abnormalities noted for either lot.